Event description:
It was reported that the unit was confirmed to not connect to carts and the nose board was found to have a burnt contact. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The results of the investigation are as follows: review of the most recent repair record determined the unit was confirmed to not connect to carts and the nose board was found to have a burnt contact. The coupler nose board was replaced and resolved the reported issue. Review of the previous repair record identified the unit was not connecting to carts. The coupler was replaced. The unit was tested to verify proper operation and returned which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.